Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration to outside of the right fallopian tube") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysteroscopic removal of right essure). At the time of the report, the device dislocation, uterine haemorrhage and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration to outside of the right fallopian tube /malposition of essure device location of device: outside fallopian tube'), uterine haemorrhage ('abnormal uterine bleeding') and endometritis ('chronic endometritis') in a 43-year-old female patient who had essure (batch no. 12429135, 717011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not perform essure confimetion test". The patient's medical history included anemia and depression. Previously administered products included for prevent pregnancy: implanon from 2007 to (B)(6) 2010. Concomitant products included sertaconazole nitrate (sertalin) since (B)(6) 2017 for anxiety, depression and anguish, levonorgestrel from (B)(6) 2010 to (B)(6) 2010 and medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2010 for birth control as well as ferrous sulfate from (B)(6) 2009 to (B)(6) 2011, fluoxetine hydrochloride (prozac) from (B)(6) 2010 to (B)(6) 2011, hydroxyzine, levonorgestrel (nortrel), nsaids from (B)(6) 2010 to (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2018 and trazodone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/ pain"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy blood flow with clots"), rash ("rashes or skin conditions type: rashes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), pelvic pain female ("pain"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 years 3 months after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety / mental anguish"), depression ("psychological or psychiatric problems condition: depression"), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergy reaction"). The patient was treated with sulfamethoxazole;trimethoprim (mortin) and surgery (ablation and d&c, on (B)(6) 2018 hysteroscopic removal of right essure, tubal ligation and hysteroscopic removal of right essure, tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, endometritis, mood swings, anxiety, depression, rash, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, genital haemorrhage and hypersensitivity outcome was unknown, the uterine haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the pelvic pain, pelvic pain female and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood swings, pelvic pain, rash, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and pelvic pain female to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 140 lbs. Patient received treatment foe bleeding,bain,allergy reaction,migration . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Biopsy endometrium - on -2018: chronic endometritis. Proliferative endometrium with breakdown. Neither hyperplasia nor atypia identified. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- heavy menstrual bleeding & endometritis lot number:12429135, manufacture date:2010-01, expiration date: 2012-10. Lot number:717011, manufacture date:2010-02m expiration date: 2013-02 . Quality-safety evaluation of ptc: unable to confirm complaint, most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. New event: abnormal bleeding, allergy reaction was added. New reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration to outside of the right fallopian tube /malposition of essure device location of device: outside fallopian tube'), abnormal uterine bleeding ('abnormal uterine bleeding') and endometritis ('chronic endometritis') in a 43-year-old female patient who had essure (batch no. 12429135, 717011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not perform essure confirmation test". The patient's medical history included anemia, depression, gallbladder removal, hot flashes, hot flashes, irritability, bloating, heartburn, weight gain and gastric ulcer. Previously administered products included for prevent pregnancy: implanon from 2007 to (B)(6) 2010. Concomitant products included sertaconazole nitrate (sertalin) since (B)(6) 2017 for anxiety, depression and anguish, levonorgestrel from (B)(6) 2010 to (B)(6) 2010 and medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2010 for birth control as well as ferrous sulfate from (B)(6) 2009 to (B)(6) 2011, fluoxetine hydrochloride (prozac) from (B)(6) 2010 to (B)(6) 2011, hydroxyzine, levonorgestrel (nortrel), nsaids from (B)(6) 2010 to (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2018 and trazodone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/ pain"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/ heavy blood flow with clots"), rash ("rashes or skin conditions type: rashes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), pelvic pain female ("pain"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 years 3 months after insertion of essure. On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety / mental anguish"), depression ("psychological or psychiatric problems condition: depression"), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergy reaction"). The patient was treated with omeprazole, sulfamethoxazole;trimethoprim (mortin) and surgery (ablation and d&c, laparoscopic bilateral salpingectomy and hysteroscopic removal of right essure, tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, endometritis, mood swings, anxiety, depression, rash, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, genital haemorrhage and hypersensitivity outcome was unknown, the abnormal uterine bleeding, vaginal haemorrhage and heavy menstrual bleeding had resolved and the pelvic pain, pelvic pain female and abdominal pain was resolving. The reporter considered abdominal pain, abnormal uterine bleeding, anxiety, depression, device dislocation, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, migraine, mood swings, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and pelvic pain female to be related to essure. The reporter commented: insertion details- the number of expanded coils that appeared trailing into the uterine cavity was 3. The number of expanded coils that appeared trailing into the uterine cavity was 4 plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 140 lbs. Patient received treatment for bleeding,bain,allergy reaction, migration (B)(6) 2018: right essure removal (B)(6) 2019: right and left fallopian tubes, left fallopian tube with essure coil visualized. Left essure removal, laparoscopic bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Biopsy endometrium - on (B)(6) 2018: chronic endometritis. Proliferative endometrium with breakdown. Neither hyperplasia nor atypia identified.. Pathology test - on (B)(6) 2019: right and left fallopian tubes, tubal ligation: complete cross-5ection of two unremarkable fallopian. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- heavy menstrual bleeding & endometritis lot number:12429135 manufacture date:2010-01 expiration date: 2012-10 lot number:717011 manufacture date:2010-02 expiration date: 2013-02 most recent follow-up information incorporated above includes: on 22-apr-2021: mr received-new reporter, lab data, medical history, insertion details,removal details were added. Case became medically confirmed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration to outside of the right fallopian tube /malposition of essure device location of device: outside fallopian tube'), abnormal uterine bleeding ('abnormal uterine bleeding') and endometritis ('chronic endometritis') in a 43-year-old female patient who had essure (batch no. 12429135, 717011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not perform essure confirmation test". The patient's medical history included anemia, depression, gallbladder removal, hot flashes, hot flashes, irritability, bloating, heartburn, weight gain and gastric ulcer. Previously administered products included for prevent pregnancy: implanon from 2007 to (B)(6) 2010. Concomitant products included sertaconazole nitrate (sertalin) since (B)(6) 2017 for anxiety, depression and anguish, levonorgestrel from (B)(6) 2010 to (B)(6) 2010 and medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2010 for birth control as well as ferrous sulfate from (B)(6) 2009 to (B)(6) 2011, fluoxetine hydrochloride (prozac) from (B)(6) 2010 to (B)(6) 2011, hydroxyzine, levonorgestrel (nortrel), nsaids from (B)(6) 2010 to (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2018 and trazodone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/ pain"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/ heavy blood flow with clots"), rash ("rashes or skin conditions type: rashes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), pelvic pain female ("pain"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 years 3 months after insertion of essure. On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety / mental anguish"), depression ("psychological or psychiatric problems condition: depression"), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergy reaction"). The patient was treated with omeprazole, sulfamethoxazole;trimethoprim (mortin) and surgery (ablation and d&c, laparoscopic bilateral salpingectomy and hysteroscopic removal of right essure, tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, endometritis, mood swings, anxiety, depression, rash, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, genital haemorrhage and hypersensitivity outcome was unknown, the abnormal uterine bleeding, vaginal haemorrhage and heavy menstrual bleeding had resolved and the pelvic pain, pelvic pain female and abdominal pain was resolving. The reporter considered abdominal pain, abnormal uterine bleeding, anxiety, depression, device dislocation, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, migraine, mood swings, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and pelvic pain female to be related to essure. The reporter commented: insertion details- the number of expanded coils that appeared trailing into the uterine cavity was 3.the number of expanded coils that appeared trailing into the uterine cavity was 4 plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 140 lbs. Patient received treatment for bleeding,bain,allergy reaction, migration. On (B)(6) 2018: right essure removal. On (B)(6) 2019: right and left fallopian tubes, left fallopian tube with essure coil visualized. Left essure removal, laparoscopic bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Biopsy endometrium - on (B)(6) 2018: chronic endometritis. Proliferative endometrium with breakdown. Neither hyperplasia nor atypia identified.. Pathology test - on (B)(6) 2019: right and left fallopian tubes, tubal ligation: complete cross-5ection of two unremarkable fallopian. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- heavy menstrual bleeding & endometritis. Lot number:12429135; manufacture date:2010-01; expiration date: 2012-10. Lot number:717011; manufacture date:2010-02; expiration date: 2013-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration to outside of the right fallopian tube") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysteroscopic removal of right essure). At the time of the report, the device dislocation, uterine haemorrhage and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2019: quality safety evaluation of ptc incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration to outside of the right fallopian tube /malposition of essure device location of device: outside fallopian tube'), uterine haemorrhage ('abnormal uterine bleeding') and endometritis ('chronic endometritis') in a 43-year-old female patient who had essure (batch no. 12429135, 717011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not perform essure confimetion test". The patient's previously administered products included for prevent pregnancy: implanon from 2007 to may 2010. Concomitant products included levonorgestrel from 14-apr-2010 to 14-sep-2010 and medroxyprogesterone acetate (depo provera) from 3-may-2010 to 3-aug-2010 for birth control as well as ferrous sulfate from 14-dec-2009 to 9-may-2011, fluoxetine hydrochloride (prozac) from 1-feb-2010 to 9-may-2011, hydroxyzine, levonorgestrel, nsaids from june 2010 to august 2018, paracetamol (acetaminophen) from june 2010 to august 2018 and trazodone. On (B)(6) 2010, the patient had essure inserted. In june 2010, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy blood flow with clots") and pelvic pain female ("pain"). In august 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),") and fatigue ("fatigue"). In september 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety / mental anguish"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions type: rashes") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 years 3 months after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with sertaconazole nitrate (sertalin), sulfamethoxazole;trimethoprim (mortin) and surgery (ablation and d&c, on (B)(6) 2018 hysteroscopic removal of right essure, tubal ligation and hysteroscopic removal of right essure, tubal ligation). At the time of the report, the device dislocation, endometritis, mood swings, anxiety, depression, rash, migraine, headache, dysmenorrhoea, vaginal discharge and fatigue outcome was unknown, the uterine haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the pelvic pain, pelvic pain female and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, endometritis, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and pelvic pain female to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Biopsy endometrium - on 03-aug-2018: chronic endometritis. Proliferative endometrium with breakdown. Neither hyperplasia nor atypia identified.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- heavy menstrual bleeding & endometritis lot number:12429135 manufacture date:2010-01 expiration date: 2012-10. Lot number:717011 manufacture date:2010-02 expiration date: 2013-02 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-may-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration to outside of the right fallopian tube /malposition of essure device location of device: outside fallopian tube'), uterine haemorrhage ('abnormal uterine bleeding') and endometritis ('chronic endometritis') in a 43-year-old female patient who had essure (batch no. 12429135, 717011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not perform essure confimetion test". The patient's previously administered products included for prevent pregnancy: implanon from 2007 to (B)(6) 2010. Concomitant products included levonorgestrel from (B)(6) 2010 and medroxyprogesterone acetate (depo provera) from (B)(6) 2010 for birth control as well as ferrous sulfate from (B)(6) 2009 to (B)(6) 2011, fluoxetine hydrochloride (prozac) from (B)(6) 2010 to (B)(6) 2011, hydroxyzine, levonorgestrel, nsaids from (B)(6) 2010 to (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2018 and trazodone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy blood flow with clots") and pelvic pain female ("pain"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety / mental anguish"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions type: rashes") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 years 3 months after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with sertaconazole nitrate (sertalin), sulfamethoxazole;trimethoprim (mortin) and surgery (ablation and d&c, on (B)(6) 2018 hysteroscopic removal of right essure, tubal ligation and hysteroscopic removal of right essure, tubal ligation). At the time of the report, the device dislocation, endometritis, mood swings, anxiety, depression, rash, migraine, headache, dysmenorrhoea, vaginal discharge and fatigue outcome was unknown, the uterine haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the pelvic pain, pelvic pain female and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, endometritis, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and pelvic pain female to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Biopsy endometrium - on (B)(6) 2018: chronic endometritis. Proliferative endometrium with breakdown. Neither hyperplasia nor atypia identified. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- heavy menstrual bleeding & endometritis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: pfs and mr was received. Reporter information was updated. New events: hormonal changes describe: mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)/ heavy blood flow with clots, psychological or psychiatric problems condition: anxiety, psychological or psychiatric problems condition: depression, rashes or skin conditions type: rashes, migraine, headache, dysmenorrhea (cramping), pain female, vaginal discharge, fatigue, abdominal pain, chronic endometritis & device monitoring procedure not performed. Were added. Medical history, historical drug, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.